Manufacturer narrative:
Qn#(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package, lot # 73k1400157 was confirmed with sample. During visual inspection all components looked well assembled, 4 loose clips inside in a bag; open clips (clips in good condition; none broken), orange indicator was received outside the applier; loose in a bag. Failure mode unable to clip was confirmed with sample received during visual inspection. During the manufacture of the device, the manufacturing facility performs a 100% functional testing (2 clips per each applier) as part of final inspection and release. DHR documentation shows that this process was followed, so the device was functional at that time. Although; the complaint defect was confirmed, a definitive root cause was not able to be determined. In addition an analysis of the complaint rate was conducted which shows a decrease in the complaint rate for these devices. No corrective actions are required at this time. However we will continue to monitor trending of similar complaints.

Event description:
Alleged event: the user was not able to apply the clip. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73k1400157 investigation did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the user was not able to apply the clip. The patient's condition was reported as fine.